Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. Unexpected battery power loss unknown. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replaced battery now alarm 5 times after changing battery. Customer stated that battery icon was yellow and she didn't receive any low battery alerts. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer stated after completing troubleshoot pump's screen was blank and she received button pressed alert but she wasn't touching the pump. No harm requiring medical intervention was reported. The device will be returned for analysis.